Event description:
The patient's defect measured 28mm by echocardiogram so a 30mm amplatzer septal occluder (aso) was implanted; however, a few hours later, the aso reportedly embolized to the left atrium. The patient was referred for surgery to explant the aso and surgically repair the defect. No adverse patient effects were reported.

Manufacturer narrative:
The amplatzer septal occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.